Event description:
It was reported that there was a breach in the sterile barrier.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: opened the box and the package was not sealed salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The root cause is a manufacturing issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a breach in the sterile barrier.